Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software failure of the acquisition control unit (acu). In the event the acu fails, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. The error can be resolved by a reset of the acu. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
An investigation is ongoing and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a problem occurred while performing a interventional procedure on the artis q biplane system. No x-ray was available on plane a and plane b and the doctor removed a catheter from a patient without xrays. The system was rebooted and operated as intended, however, a prolongation of the procedure did occur. The customer did not report any impact to the state of health of the patient.